Event description:
According to the report, bioglue was used on the spinal cord on a patient that has sciatica. The surgeon "used big quantities of bioglue". Three months after the utilization of bioglue, the patient had pain located at the surgical site. The surgeon discovered at the surgery location, "a big black residue of bioglue". Subsequently, the residue was removed from the site.

Manufacturer narrative:
This investigation is ongoing, any further information received will be submitted in a follow-up report.